Event description:
It was reported that a patient had coupling problems. It was reported that the patient was trying to recharge the implant, but the coupling was changing even though the patient did not move. It was stated that the patient had been admitted to the hospital and had physical therapy for "some time" so the device was off for "a while." It was reported that the patient did not turn on the device until the pain started to return. It was reported that the patient has had "several" falls since (B)(6). It was stated that the antenna dial was adjusted and this increased coupling so the patient had 5 out of 8 coupling bars. It was stated that the first section on the left of the recharger was blinking. It was stated that the patient had an appointment scheduled to see their health care provider "in a couple of weeks". It was reported that the patient had a loss of therapeutic effect. It was stated that the patient had been in "a lot" of pain recently so they wanted to "charge up" the implant.

Manufacturer narrative:
Concomitant products: product ID 37754, serial #(B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).